Event description:
After blood collection, nurse attempted to engage safety device, needle did not cover completely resulting in needlestick injury, no further information was provided. Lot information unknown, possible related lots are 13i22, 13i28.

Manufacturer narrative:
Manufacturer investigation report on possible related lots.